Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on (B)(6) 2017 regarding a patient receiving hydromorphone (5mg/ml at 3. 295mg/day) and bupivacaine (40mg/ml at 26.36mg/day) via an implanted infusion pump. The indications for use included malignant pain, spinal pain, and post-laminectomy pain. It was reported that the patient missed a refill and an alarm was occurring for empty pump. The event date was noted to be (B)(6) 2017. No patient symptoms were reported an no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 it was reported that the initial reporter was a healthcare provider. The missed refill was caused by the patient having a lot going on including deaths in the family. To resolve the missed refill and empty pump, the pump was filled and the patient was told not to miss appointments. The issue was considered resolved and the patient's weight at the time of the event was unknown.